Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing pain and bruising on her lower left chest wall. Patient reported difficulty breathing. There was no alleged device malfunction contributing to the irritation. Patient was advised that she could remove the lifevest by her physician due to the discomfort. Follow up indicated that bruising and breathing is okay now.